Event description:
A report was received in 2002 from a dr regarding a memorylens that was implanted in 1999 in the pt's left eye and which lens had opacified. The date of diagnosis was 5/2002; the pt's visual acuity at that date was 20/50 +2 os. The dr will continue to monitor the pt and may explant the lens at a later date.